Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/11/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. Both connectors were observed to be intact. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce an audible beep, steam, or heat during activation. Based on the returned condition of the device, investigation results, the reported failure "failure to deliver energy" was confirmed.

Event description:
Related to: (B)(4). The hospital reported that during troubleshooting of lack of energy delivery, hemopro2 adaptor, was thought to not work and a replacement was used without resolution. The original vh-4020 was used to complete the procedure without further incidence. There was a delay. No patient injury reported

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.